Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with blood in the device. The dilator was not returned. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed sheath kinks 5cm distal of the strain relief, and 5cm proximal of the tip. The tip was damaged as there was ptfe delaminating from the inner sheath wall. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that delamination of the inner sheath wall was identified upon analysis completed on 01-sep-2022. It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A single curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. While advancing the was into the laa counterclockwise, the was kinked. A new was was used to complete the procedure. No patient complications were noted. However, the returned device analysis revealed that polytetrafluoroethylene (ptfe) was delaminated from the inner sheath wall of the was.